Manufacturer narrative:
Additional information was received indicating the lens was removed and exchanged for a shorter lens. The correct serial number is (B)(4). Surgical procedure. Lens explant. (B)(4).

Manufacturer narrative:
(B)(4) no consequences or impact to the patient; lens, vaulting. (B)(4).

Event description:
The surgeon implanted the icm130v4 implantable collamer lens on (B)(6) 2008 and reports bad sizing of the icl. Additional information has been requested but not yet received. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Method: lens work order search & medical review. Results: visual inspection of the returned lens showed the lens was received dry and there was no visible damage observed. The length of the lens was remeasured and compared to original value and found to be within specifications. A work order search was performed and there were no similar complaints found. A medical review was performed and concluded the most likely root cause of the event is excessive vaulting secondary to a long lens. Conclusion: no device failure. At the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).